Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the surgeon was using a "j" hook monopolar device. While passing through the trocar, the white ring from the flapper valve apparently was loosened by the device exchange and fell into the abdominal cavity of the patient. The surgeon immediately retrieved the rubber stopper and completed the case using competitor's device versaport. There was no consequence to the patient.